Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿ false positive results were obtained. There was no report of confirmatory testing or patient impact. (B)(4). The following information was provided by the initial reporter: customer alleging false positive results on covid kit.

Manufacturer narrative:
H.6 investigation summary:bd quality performs a systematic approach to investigate erroneous results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. A trend analysis for erroneous results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿ false positive results were obtained. There was no report of confirmatory testing or patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer alleging false positive results on covid kit.